Event description:
Olympus was informed that during a therapeutic laparoscopic nephrectomy procedure the esg-400 hf-generator issued error message e433 and could no longer be used. The intended procedure was cancelled and very likely needs to be rescheduled. No further information was provided.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems india (omsi), (returned to omsi on 2022-01-20). The evaluation/investigation at omsi confirmed the occurrence of error e433. This error message, which in this case was caused by a defect of the generator board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the hf-generator until the error is rectified. Therefore, this event/incident was attributed to component failure. Furthermore, the evaluation/investigation found various issues on both the hf-generator¿s inside and outside, such as hit marks, scratches, deformations and corrosion. Also, the hf-generator issued error message e214, very likely caused by depleted batteries. It was found that the battery holder contained third-party alkaline cells instead of the lithium cells recommended by olympus. These issues were most likely caused by improper handling and can thus be attributed to use error. There is no causal relationship to error message e433. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.